Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The consumer reported that the patient had an MRI and felt their insides burning. The consumer reported that they told a manufacturer¿s representative (rep) and he didn't say anything about it just that it shouldn't happen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who is implanted for chronic pain and spinal pain. It was reported that the therapy was not helping with the patient¿s pain as it should. The patient tried adjusting the stimulation. The manufacturer representative reported that the patient¿s system had been reprogrammed on (B)(6) 2019. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient was unable to have an MRI of the brain without contrast because the device felt as if it was burning him internally. The MRI was set at 1.5 tesla. The patient followed up with his managing health care professional and a manufacturer representative; however, he never received any feedback. The device was interrogated, and the manufacturer representative noted that there was not any issue with the device. The patient stated that since the MRI, the device has not worked correctly. When interrogating the patient on (B)(6) 2019, the manufacturer representative found a connectivity issue (do not use, 40,000 ohms) on electrodes 7 and 15. The manufacturer representative reprogrammed the patient around the connectivity and impedance issue. It was also noted that a patient factor that may have contributed to the event is obesity. Surgical intervention did not occur and was not planned. There were no further complications reported or anticipated.